Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). The philips field service engineer (fse) confirmed the reported issue. The fse replaced the touchscreen to resolve the issue.

Event description:
The customer reported that the touch screen was not working. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 17jun2019. Touchscreen was received by field investigation (fi) group with cracked or shattered glass. Due to the damage, no addition testing could be perform and the touchscreen was scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.